Manufacturer narrative:
Correction/removal report number: 3010291427-06/21/2022-001-c. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve sets were leaking. This was observed during delivery at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from june 06, 2022 - june 07, 2022. H10: the actual devices were not available; however, two (2) companion samples were received for evaluation. Unaided visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed by installing the samples onto an in-lab compounder which observed a port 2 leak for both samples. The reported condition was verified for both samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.